Manufacturer narrative:
Following receipt of this complaint, steris endoscopy received a report of the same event from (B)(6) medical device sentinel network (s-3110, mdip 7717, snare exacto cold). The device subject of this complaint was returned to steris endoscopy for evaluation. Review of the device showed that the hypo tube and handle shaft had bends indicative of the application of excessive force. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements in the instructions for use include: "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The distributor has offered in-service training to the user facility on the use of the exacto cold snare; however, the facility has not responded.

Event description:
The distributor reported that an exacto cold snare could not be retracted into the sheath during a polypectomy procedure and the device was withdrawn from the scope with the snare loop open. The procedure was completed with another device and there was no report of harm to the patient or user.